Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during use. The home patient (hp) stated he had cycled power before the alarm occurred. The technical service representative (tsr) advised the hp to cycle power to press go to start, disconnect and remove the cassette. The tsr explained the alarm and assisted to clear it. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.